Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock infarction was being implanted with an impella rp device for mechanical circulatory support. It was reported that during impella insertion, the patient experienced episodes of ventricular tachycardia that required defibrillation. As a result of the arrhythmia, the impella rp insertion was aborted, and the patient was instead placed on extracorporeal membrane oxygenation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: potential adverse events (united states) arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia. This report is being filed as part of a retrospective review of historical records.